Manufacturer narrative:
Internal report #: (B)(4). Product not yet returned for evaluation. Pharmacy provide test strips replacement to the customer. Most likely underlying root cause: mlc-118 user applied blood to strip before inserting strip into meter note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call backs on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the sample was applied to the test strip. Customer was calling from the pharmacy and did not have meter with her and did not have any more test strips. Pharmacy verified customer has a truemetrix meter. Pharmacy provide customer with test strips and customer will return home and attempt to perform a blood test. At the time of the call on (B)(6) 2017, the customer stated she was feeling dizzy. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date and open vial date were undisclosed. The meter memory was not reviewed for previous test result history.